Manufacturer narrative:
Zoll has not received the product for evaluation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, the thermogard xp ivtm system (sn (B)(4)) prompted mid:23 (patient prove offset) during console self-test. No patient involvement.

Manufacturer narrative:
The reported complaint of mid:23 (patient prove offset) error message on the thermogard xp ivtm system (sn (B)(4) was confirmed during event log review but not during power on. It was determined that the root cause of the reported complaint was due to a defective I/o pc board. To remedy the issue, the faulty component identified was replaced. No physical damaged observed during visual inspection. The thermogard xp ivtm system is a reusable device and was manufactured in october 2012. The device has been operating for nearly 6 years and has exceeded its expected serviceable life of 5 years. During archive review, in the event log, multiple error message of mid:23 (patient prove offset) were identified on the date when the issue occurred. Thus, confirming the reported complaint. In addition, unrelated to the reported complaint, error message tcmid:06 (ce post failure) also identified in the event log. Initial functional testing could not be performed due to error message tcmid:06 (ce post failure) displayed upon console power on. To remedy the issue, the thermogard console's ce heater was replaced. The system was tested and as expected, it passed all functional tests and ready for therapy use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with serial number (B)(4).